Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that a dissection was visible post-inflation of the trek balloon. A long stent is deployed in the rca which covers the lesion and dissection area. Post-deployment there is a small dissection seen adjacent to the distal edge of the stent. The distal section of the stent is larger than the lumen at that point, due to the extension of the lesion beyond the stent. A second stent is deployed distal and adjacent to the first stent. Potential causes for this may include (but are not limited to): significant calcification or the distal section of the stent was larger than the vessel lumen immediately distal to the stent. This area was still stenosed. There was no reported product deficiency. Dissection is a known adverse event as listed in the trek instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a distal edge-dissection occurred while using a xience prime 3.0x33 mm. The patient had a cto of the rca. Predilatation was performed with a trek balloon and then a 3.0x33 mm xience prime was deployed at 16 atm. A distal edge dissection was noted which required treatment with a 3.0 x 28 mm xience prime. Post-dilatation was performed and the end result was very good. No additional information was provided. Review of the cine cd of the procedure revealed a dissection was noted to have occurred during predilatation of the lesion with the trek balloon.